Manufacturer narrative:
As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the literature information and referring to known similar events, it was presumed that tensile stress generated with wire removal might have been locally applied on the sion blue guide wire while the wire tip was caught between the stent and the vessel wall. Consequently, the guide wire was separated. Although it was concluded that the reported event was not attributed to product quality, removal of the wire fragment with an additional guide wire was considered as an additional treatment. It was also concluded that possibility could not be completely ruled out that a fragment might be left in situ should the same event recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported through literature that an asahi sion blue guide wire had fractured during a percutaneous coronary intervention (pci) to treat a severe bifurcation lesion of the left anterior descending artery (lad) and first diagonal branch (d1). Publication: european heart journal - case reports (2023) 7, 1-7. Title: safe and predictable transcatheter removal of broken coronary guidewires: the knuckle-twister' technique: a case series report. Excerpt is as follows: case 7: a 70-year-old male patient presented with angina ccs 3 and a severe bifurcation lesion of the lad and d1. A provisional one-stent approach was planned. During rewiring through the stent struts in the main branch into the diseased d1 with a sion blue guidewire, the wire was rotated vigorously in an attempt to reach the true lumen. Unfortunately, the wire advanced in the subintimal space, behind the freshly implanted stent and got entrapped. Unsuccessful attempts of controlled retraction were made using a microcatheter and post-dilating the stent. The operator ultimately forcefully pulled it back what resulted in fracture of the core wire and unravelling of the coils. After removal of the shaft of the guidewire and unfortunately also the guiding catheter, the coils extended from the lad to the aorta and into the brachiocephalic trunk. It should be mentioned that intraprocedural ivus discovered the angiographically invisible unravelled thin coils of the guidewire extending into aorta and a calcific nodule at the level of entrapment[?]this in combination with the stent most likely contributing to the complication. With the introduction of a large knuckle from a fielder xt-a and twisting around the invisible coils in the left main, retrieval of the extending coils was immediately successful. The patient has an uneventful outcome at 10 months.